Event description:
The duett sealing device was deployed following a diagnostic procedure via a 6 fr sheath in the right common femoral artery. It was reported that the pt had multiple punctures. During the deployment, the sheath was not withdrawn 3-5mm per the instructions for use and resistance during procoagulant delivery was noted. Following the deployment, the pt experienced pain in the affected limb. An ultrasound confirmed an occlusion and treatment consisted of surgical intervention and a percutaneous thrombectomy. The treatment was successful and no further complications were reported.